Event description:
It was reported that the patient experienced unexplained hypoglycemia while using the ilet bionic pancreas, with a documented blood glucose of 49 mg/dl following a prior reading of 71 mg/dl and no changes in routine or diet; the event was managed per protocol with 2 ounces of oral liquid glucose, and troubleshooting and education were completed. Symptoms included anxiety and feeling unwell. Outcomes included transient symptomatic hypoglycemia that was treated with oral carbohydrates. Investigation included a review of device use and patient-reported history, as well as standard troubleshooting and education. Investigation of this case revealed no device malfunction identified and no device component issue reported, aligning with user-reported normal use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.